Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that on at least 4 occasions the pump was showing insulin on board (iob) was changing to zero. The reporter claimed the issue began the week prior and occurred when the patient was cheerleading and was "bumped." The reporter stated that the patient had to do a full rewind, load and prime to reset the insulin levels. There was no mention of a blood glucose excursion as a result of the alleged issue. At the time of the call, animas customer support instructed the patient's mother that the pump was most likely powering off causing the iob calculation to start over at zero. The reporter did not have the pump available for review. The reporter stated the patient was still on the pump and she was at school. The patient's mother agreed to call animas back when the pump was available, but did not call back. Animas customer support then attempted to reach reporter to obtain additional information; however, were unsuccessful in their attempts. Based on the information provided there is no indication that the patient developed signs/symptoms suggestive of a serious injury due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box data from the reported event date was unavailable for review, as it was overwritten due to continued pump use. A review of the available black box data showed multiple reboots occurred after ¿replace battery¿ alarms. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump. A test battery cap was secured properly to the pump, but the pump would not power on. There was evidence of moisture corrosion found inside the battery compartment. When the rust was removed from the battery compartment, the pump powered on appropriately and was exercised for 24 hours with no further power issues. The pump passed leak testing. The pump cover was removed and no further moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the complaint could not be confirmed or duplicated on investigation. The pump was able to power up and exercise for 24 hours without power interruption. Review of the black box shows several power-on reset events after the pump alarmed for battery replacement. Visual inspection revealed moisture corrosion to the battery compartment. No signs of moisture damage were detected to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.